Manufacturer narrative:
Event date: (B)(6) 2013. If implanted, give date: (B)(6) 2013. Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following deployment of the 3.0mm promus element stent, the deployed stent was post-dilated with an unknown nc balloon. The tip of the balloon catheter caught on the proximal end of the implanted stent causing shortening. The damaged stent was dilated with another nc balloon ensuring the stent was well opposed to the vessel wall. No patient complications were reported and the patient status is stable.